Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. The reported alarm was verified in the event history log. Functional testing was able duplicate the reported problem. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not attached properly. Reattach cassette" alarm. Patient involvement is unknown.